Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber tip broke off while in use inside the patient after 287,115 joules and 42:20 minutes of use. The tip was retrieved with a grasper and a second fiber was used to complete the procedure without clinical consequences to the patient.